Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) and was unable to download due to a corroded electronic assembly. The self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test were unable to be performed due to a critical pump error (open book image). Moisture damage was found on the motor and the force sensor during visual inspection. The unit was received with a scratched case, a cracked select button a keypad overlay, a pillowing keypad overlay, and a minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a display anomaly, then the insulin pump made a tone and a book drawing icon was displayed. The customer's blood glucose reading was unknown. The insulin pump was replaced and will be returned for analysis.